Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insert with green with the feet facing toward her. The customer was advised the green button should faced left, right or toward the floor. The customer was advised to remove the sensor. The customer was advised that we will replaced the sensor and to send the used sensor back.